Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as MDR ID 2134265-2013-02250. It was reported that during a stenting treatment procedure stent damage post deployment occurred. The lesion located in the left anterior descending (lad) was predilated with an emerge balloon catheter. The physician implanted a promus element plus 3.5x4mm in the left main (lm) / lad. Kissing balloon technique was performed in the lm and circumflex (cx) using two 3.5mm emerge balloons. After the balloon deflation the proximal stent shortened 10mm. So the physician had to implant another promus element plus 3.5x20mm in the lm / cx artery. Kissing balloon technique was again performed using the same two 3.5mm emerge balloon catheters. After balloon deflation, the second promus element plus shortened about 5mm in the proximal part of the stent. No further patient complications occurred and the patient's status is okay.